Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The cause of the event was most likely due to patient factors and progression of patient's underlying valvular disease pathology. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this (B)(6) patient with a valve model 6900ptfx27 implanted in the mitral position underwent intervention for a valve-in-valve replacement after an implant duration of approx. 9 years and 3 months due to calcific degeneration with 2 immobilized leaflets (max/mean gradients: 31/14mmhg). As reported the anterior and left lateral cusps were immobile, the posterior cusp was normal. Anterior and lateral cusps had fused together. A 26mm sapien3 valve was implanted within the surgical edwards valve using the transeptal approach with perfect result. ((B)(4)) through the medical notes received it was also learnt that the ring model 4500t32 implanted in the tricuspid position was showing signs of moderate stenosis and mild-to-moderate regurgitation. As reported, no actions have been taken. ((B)(4)) patient's medical history included: diabetes mellitus. Hypertension. Dyslipidemia. Obesity - thalassemia trait. Mild-to-moderate aortic regurgitation.